Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was damaged. Reportedly, the usb cable came apart while in pump charging port. Reportedly, the customer was able to charge the pump with an alternate cable.